Event description:
Sterile sleeve goes over the probe prior to the entry into the incision. When the probe was removed a small amount of blood was found on the probe. Staff pulled another sleeve and noted a small leak. Entire lot has been set aside and sales rep notified.